Event description:
I got essure devices in (B)(6) 2012. Within a couple months I started having a headache, all day, every day, non-stop. I still have it. I have had mris, CT scans, x-rays, countless meds that don't help, nerve-block injections, physical therapy, chiropractic visits massage, all to no avail. The doctors I have seen don't know what else to do for me. About the same time the headache started, I started having a heavy menstrual bleeding, cramping, and abdominal discomfort. In (B)(6) 2015 I had laparoscopic surgery for uterine polyps and endometriosis. Less than a year later those symptoms returned. I also have been experiencing extreme fatigue and joint pain since the devices were implanted. I never had any problems with headaches, fatigue, joint pain, or menstrual issues before I got the essure devices. My doctor pressured me into getting them and never told me about any of the possible adverse side effects. Basically told me there were none.